Event description:
It was reported that the pump miscalculated a bolus. However, during troubleshooting the pump logs were reviewed and based on pump settings and customer input the bolus was calculated correctly. Due to the administered bolus the customer's blood glucose decreased to 30 mg/dL. The customer addressed their BG level by consuming food and juice. The customer continued to use the pump for insulin delivery and was encouraged to check with their health care provider regarding diabetes management.

Manufacturer narrative:
In use at the time of the event:CGM model: G7.Mobile OS: iOS / iOS_iPhone 13 / 2.9.1 / iOS_17.3.1.